Event description:
The account generated calibration failures with the axsym troponin-I adv assay. Cal a deviation too large error occurred using axsym matrix cell lot 37618q100. The account cleaned the axsym probe, performed a solution 4 tubing flush and recalibrated. Again, calibrator a failed. The abbott customer support specialist recommended to discard the axsym matrix cell lot and repeat the calibration. No patient results were reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
When using the impacted lot of matrix cells, some customers have experienced controls out of range, discrepant patient results and calibration errors with the axsym troponin-I adv assay. Abbott has not received any reports of adverse events related to the impacted lot of axsym matrix cells. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.